Event description:
In 03/03/2004, the pt was implanted with a vented electric left ventricular assist device (lvad). The vad coordinator reported that while the pt was driving his car, he had noticed a "red heart" alarm. The pt contacted the hosp and was advised to come in for an evaluation. The pt was put on a power base unit (pbu), and an alarm message on the monitor read "no receiving data". At that time, a self test was done, with no change in the result. The vad coordinator decided to change out the system controller, and the "no receving date" alarm disppeared. Also a wave form was down loaded and sent to the MFR for analysis. The MFR advised the vad coordinator that the wave form looked conspicuous. It was decided to send the pt home after thirty six hours of evaluation. A few hours later the pt went back to the hosp with a strange noise coming from his pump. Twelve hours later the pump failed and they put the pt on pneumatic back up using an ip drive console. One day later it was decided to do a pump exchange. The pt remains stable and on lvad support. The device is being sent to the MFR for analysis.